Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('plaintiff claiming migration: yes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation and menorrhagia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient had received treatment for: pelvic, abdominal, menorrhagia (heavy menstrual bleeding), migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Case become incident. Event injury nos removed. Events: plaintiff claiming migration: yes, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), she did not undergo an essure confirmation test were newly added. Reporter information updated. Patient demographic information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure springs are seen protruding through the uterus, spring should reside in uterus') in a 37-year-old female patient who had essure (batch no. 182849-inv 626507) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included ovarian cyst, endometriosis and headache. Concurrent conditions included migraine. Concomitant products included atropine sulfate;pethidine hydrochloride (meperidine and atropine sulfate), calcium, cefazolin, fentanyl, hydromorphone, ibuprofen, ketorolac, ketorolac tromethamine (toradol), metoclopramide, norethisterone (camila) from (B)(6)2008 to (B)(6)2008, ondansetron, ondansetron (zofran melt), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) from (B)(6)2008 to (B)(6)2011, paracetamol (tylenol), promethazine and sulfamethoxazole;trimethoprim (mortin). On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, laparoscopy, lysis of adhesions). Essure was removed on (B)(6)2008. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for: pelvic, abdominal, menorrhagia (heavy menstrual bleeding), migration. In right ostia, one coil was extending into the uterine cavity and in left ostia, seven coils were extending into the uterine cavity. Discrepancy - 8 coils in left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2008: bilateral coil inserts are noted in the fallopian tubes extending into the uterine cornua. There is a small amount of fluid in the endometrial canal. There is a 2.4 cm complex cyst of the left ovary that should be followed up. There is a 2.8 cm simple cyst of the right ovary. No evidence of ovarian torsion or free fluid.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, abdominal pain and the following event was described in patient's medical record- uterine perforation lot number 182849 is invalid. Lot number: 626507 manufacture date: 2008-01 expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure springs are seen protruding through the uterus, spring should reside in uterus') in a 37-year-old female patient who had essure (batch no. 626507,182849) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included ovarian cyst, endometriosis and headache. Concurrent conditions included migraine. Concomitant products included atropine sulfate;pethidine hydrochloride (meperidine and atropine sulfate), calcium, cefazolin, fentanyl, hydromorphone, ibuprofen, ketorolac, ketorolac tromethamine (toradol), metoclopramide, norethisterone (camila) from (B)(6) 2008 to (B)(6) 2008, ondansetron, ondansetron (zofran melt), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2011, paracetamol (tylenol), promethazine and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 day after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, laparoscopy, lysis of adhesions). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for: pelvic, abdominal, menorrhagia (heavy menstrual bleeding), migration. In right ostia, one coil was extending into the uterine cavity and in left ostia, seven coils were extending into the uterine cavity. Discrepancy - 8 coils in left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2008: bilateral coil inserts are noted in the fallopian tubes extending into the uterine cornua. There is a small amount of fluid in the endometrial canal. There is a 2.4 cm complex cyst of the left ovary that should be followed up. There is a 2.8 cm simple cyst of the right ovary. No evidence of ovarian torsion or free fluid.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, menorrhagia, abdominal pain and the following event was described in patient's medical record- uterine perforation most recent follow-up information incorporated above includes: on 27-sep-2019: pfs and mr received: event- migration was deleted. Event added from mr- essure springs are seen protruding through the uterus, spring should reside in uterus. Event added from pfs- abnormal bleeding (vaginal). Outcome of event menorrhagia was updated to recovering/resolving. Lot number was added. Medial history, lab data and concomitant drugs was added. On 27-sep-2019: concomitant drug updated (percocet). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.